Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked reservoir tube lip, fading serial number label and damage keypad texture. The test infusion set/reservoir remains in place in the reservoir compartment. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the select button of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.